Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg (light guide) bundle of the video cable section was broken and the light transmission was lost or was too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg (light guide) bundle of the video cable section was broken and therefore the light transmission was lost or was too low. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's knob turns by itself when the cable is turned. The issue occurred during an unspecified procedure while the device was inside the patient, which was completed with a similar device. There were no reports of patient harm.